Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer. Patient was recently implanted with bandage/ swelling present. The caller stated the day after patient¿s implant the device was ¿over working¿. Caller clarified that patient was going every hour but just a little bit. They talked the nurse and nurse said to ¿give it time¿. It was also reported that patient was now unable to urinate on his own and was having catheter again. They would attempt to communicate once swelling/bandage have been removed. There were no further complications that have been reported as a result of this event.